Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 24 year-old female patient who had essure inserted (lot no. A6429-invalid) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, abortion, menarche (age of onset of menarche: 13), gerd, pelvic pain female, allergy (morphine, itching, penicillin: as a child, pollen), past tobacco smoking (1-3 months), parity 4, multi gravida and overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1363 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: at the end of the procedure one right fallopian tube had 9 coil visible and the left and the left fallopian tube had 4 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.938 kg/sqm. [Pathology test] on (B)(6) 2017: clinic diagnosis: total abdominal hysterectomy gross description: the attached left fallopian tube measures 6 x 6.5 with a 1.5 cm patent fimbriated end and an intact wall and mucosa with a small lumen. On the proximal end the lumen contains a metallic thread. Section are submitted. The left fallopian tube. The second tube that is not attached to the uterus measures 6 x 0.8 cm with a 1.8 cm patent fimbriated end and an intact wall and mucosa with a small lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 24 year-old female patient who had essure inserted (lot no. A6429) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, abortion, menarche (age of onset of menarche: 13), gerd, pelvic pain female, allergy (morphine, itching, penicillin: as a child, pollen), past tobacco smoking (1-3 months), parity 4, multi gravida and overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1363 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: at the end of the procedure one right fallopian tube had 9 coil visible and the left and the left fallopian tube had 4 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.938 kg/sqm. [Pathology test] on (B)(6) 2017: clinic diagnosis: total abdominal hysterectomy. Gross description: the attached left fallopian tube measures 6 x 6.5 with a 1.5 cm patent fimbriated end and an intact wall and mucosa with a small lumen. On the proximal end the lumen contains a metallic thread. Section are submitted. The left fallopian tube. The second tube that is not attached to the uterus measures 6 x 0.8 cm with a 1.8 cm patent fimbriated end and an intact wall and mucosa with a small lumen. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.